Event description:
The patient was implanted with a herniamesh t-sling on (B)(6) 2006 many years later the patient has suffered years of pain, dyspareunia, and additional surgery. No further information has been provided